Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was unknown. It was reported that the patient was found unresponsive while connected to the homechoice device. The patient was resuscitated and transported from home to the hospital. The patient was hospitalized for six days prior to death. Treatment was not reported. Peritoneal dialysis therapy was ongoing prior to and during hospitalization. An autopsy was not performed. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that patient was found unresponsive on an unknown date in (B)(4) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. Internal and external visual inspections were performed and found no issues. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. All pressures were found to be correct and stable. A short simulated therapy was successfully performed. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.